Event description:
It was reported that a patient received a biozorb device during a lumpectomy on (B)(6) 2017. On (B)(6) 2017, patient reported that the incision wound was draining excessive amounts of yellow/orange discharge, drain was placed to lumpectomy site, cultures taken and patient started on antibiotics. On (B)(6) 2017, cultures revealed scant staph aureus and minimal redness observed, drain with scan drainage and wound appeared healing, antibiotics were continued. Patient continued with drain and antibiotic treatment for wound and patient reported did not want the biozorb removed as she was starting chemotherapy.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/ number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.